Event description:
It was reported that the patient had persistent power cable disconnect alarms and damage to their power leads. The patient exchanged their own system controller. After, they were having driveline power fault alarms. Log files confirmed driveline power fault alarms beginning on (B)(6) 2024 between 12:00 and 1:00. There was wear on the patient's modular cable but no significant kinks of damage noted. The modular cable and system controller were then exchanged by the healthcare professional and the alarms resolved. The self-test was performed without issue. No damage or debris was noted within the connections of the system controller or modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress in power cable. The reported event of an atypical alarm issue, system controller exchange, and damaged power cable was confirmed with the returned system controller (serial # (B)(6)). Data from (B)(6) 2024 at 12:01:48 to 20:07:42 was reviewed. The controller event log file captured atypical low power advisory alarm events that was intermittently active on (B)(6) 2024 between 19:39:17 and 19:40:55 while the power cables were connected to the 14v batteries/battery clips. The atypical low power advisory alarm events were related to transient battery fuel gauge voltage values reaching the low limit threshold and was associated with the black power cable, which was connected to the 14v battery/battery clip. At 19:40:55, the 14v battery was disconnected from the white power cable and appeared to have been exchanged to a lower capacity 14v battery. The low power advisory alarm remained active thereafter. The driveline was physically disconnected at 20:00:58 briefly with associated hazard alarm active (lvad off, driveline disconnect). The driveline was connected at 20:01:12 and the pump speed value recovered to 6,200 rpm at 20:01:17. At 20:05:21, the driveline was physically disconnected and remained disconnected thereafter. The returned system controller was functionally tested, and no atypical alarm issue was reproduced during the testing. Visual inspection revealed a taped section on the white power cable. The tape was removed, and visual inspection revealed a tear on the outer jacket with no visible underlying wire. The damaged white power cable could not be correlated to any atypical alarm during the evaluation. The evaluation indicate the system controller was related to the first reported controller exchange by the patient. A root cause of the atypical low power advisory alarm captured in the log file and damaged power cable could not be determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.